Event description:
Event description guidant received information that this transvenous atrial lead exhibited >3000 ohm impedance, high thresholds, and decreased sensing capabilities. A lead fracture is suspected. The physician elected to surgically cap and abandon this lead, implanting a new atrial lead without reported difficulty. To date, there have been no reported patient symptoms associated with this clinical observation.